Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a kinked infusion set cannula. The customer's blood glucose (bg) level was impacted (1100 mg/dl) and was addressed by delivering a bolus. The customer was hospitalized and an intravenuous of insulin and saline drip was administered to address bg level. Multiple attempts were made by tandem's technical support to obtain additional information (including infusion set); however, no additional information was provided.